Manufacturer narrative:
Tech found the power cord with auxilliary outlet cut and wires exposed, no injury reported, bed found in storage for repair, replaced power cord with auxilliary outlet to resolve this issue.

Event description:
Bed found in storage for repair, no injury reported.